Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the reported too aortic valve position post deployment cannot be confirmed; however, the valve deployment was performed at a faster pace than usual which in combination with the patient¿s moderate septal hypertrophy may have caused or contributed to the valve movement and subsequent valve suboptimal position. Other risks factors for valve malposition which could have contributed to the event include the reported fair coaxial alignment of the valve and delivery system, and the 60:40 positioning prior to deployment. The valve is not available for evaluation, as it remains implanted in the patient. There was no allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences field clinical specialist report, in a transfemoral tavr procedure the 26 mm sapien valve position post deployment was 90:10 aortic with mild (1+) paravalvular leak (pvl), and no central aortic insufficiency (cai). Before deployment the valve had been placed in a 60:40 position. Per report the patient¿s moderate septal hypertrophy and a ¿quicker than normal deployment¿ caused the valve to move aortic during deployment. A 2nd second 26 mm sapien valve was prepped and positioned 4 mm more ventricular than the 1st valve for a 50:50 final position, mild pvl and no cai. The patient left the or in stable condition. Per report: by tee the diameter measured 25 mm for the aortic annulus and 36 mm for the sinuses of valsalva (sov). The calcification degree was considered to be severe for the aortic valve leaflets, moderate for mitral valve annulus, and mild for the aortic root. Before the tavr procedure the patient had a left ventricular ejection fraction of 55%. The coaxial alignment of the delivery system and valve was considered to be fair, with a good imaging intensifier angle.